Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was observed ¿before treatment¿ for peritoneal dialysis therapy. There was no allegation against thettitanium adapter. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition. Due to receiving only photo for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.